Event description:
The patient underwent generator replacement surgery. The explanted device has not been received for analysis to date. The explanting facility discards devices after surgery.

Event description:
Additional information was received via clinic notes. It was noted that he has had an improvement in the frequency of his seizures. No additional relevant information has been received to date.

Event description:
Notes indicate that his battery level is lower 11-25% so physician would like for him to get battery changed. His vns was interrogated without change. No surgical intervention has occurred to date.

Event description:
It was reported that a patient¿s device is depleting faster than expected. It was noted last month the battery was at 50-75% and is now at 25-50%. Diagnostics were noted to be normal. A device history record was performed and it was noted that the generator passed all functional tests prior to distribution. The device was found to not be laser routed. No additional or relevant information has been received to date.